Manufacturer narrative:
(B)(4). It was reported that the device would be returned for analysis; however, the device has not yet been returned. During the review of this lot, there were no issues noted that were considered potentially related to the reported complaint. This is 1 of 2 MDR reports related to this compliant with associated reference numbers of 3008264254-2016-00068 and 1226348-2016-00152.

Event description:
As reported by a healthcare professional, during coil embolization, the enterprise stent ((B)(4)) could not be advanced via the prowler select plus microcatheter ((B)(4)). They withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury or clinically significant delay in the procedure. A continuous flush had been maintained through the microcatheter and there was no damage noted to the prowler select plus or the enterprise. The enterprise had not exited the microcatheter into the patient. Both devices had been prepped and used as per the IFU. Information regarding the intended procedure, target vessel, or patient information could not be obtained. It was reported that the devices would be returned for analysis.

Manufacturer narrative:
As reported by a healthcare professional, during coil embolization, the enterprise stent (enc453712/ 10409493) could not be advanced via the prowler select plus microcatheter (606s255x/ 17208586). They withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury or clinically significant delay in the procedure. A continuous flush had been maintained through the microcatheter and there was no damage noted to the prowler select plus or the enterprise. The enterprise had not exited the microcatheter into the patient. Both devices had been prepped and used as per the IFU. Information regarding the intended procedure, target vessel, or patient information could not be obtained. A prowler select plus 150/5cm was received. It was inspected and a compressed section was noted at 2.5cm from the distal end. The microcatheter were inspected under microscope; the micro catheter was found compressed while no damages were noted on the received stent. The received microcatheter was flushed using a lab sample syringe. A guide wire .018¿ lab sample was introduced into the microcatheter; slightly friction was felt when the guide wire was pass through the compressed sections noted on the received device. A review of the manufacturing documentation associated with this lot 17208586 presented no issues during the manufacturing process that can be related to the reported complaint. The inability to advance the enterprise through the prowler select plus was not confirmed during the functional test; however, resistance was felt at an area of microcatheter compression. Since it was reported that the devices did not appear to be damaged, the compression may have occurred during post-procedural handling; however, it is not possible to confirm this. The compressed condition noted on the received device was apparently caused by applying excessive force on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the facility. Procedural factors and handling process may have contributed to the failure as reported. No corrective action will be taken at this time. This is 1 of 2 MDR reports related to this compliant with associated reference numbers of 3008264254-2016-00068 and 1226348-2016-00152.